Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a vats procedure. On the 2nd firing with green reload, the device was closed, attempted to fire, and heard a grinding noise. The device locked and could not be removed from the tissue. The surgeon tried to release with the reverse button and other techniques, but still could not remove from the tissue. An additional trocar was inserted and another device was used to cut and staple around the device and removed. There was no adverse consequence to patient. On what tissue type was the device used? Lung at what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? 1st. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? Grinding. If so, when? When firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, during opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? The device was opened after removed from the patient. It is unknown how the device was opened and what damage may have been done to the device to open.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore, we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Damaged or disengaged firing shuttle or firing trigger spring. The analysis results found that one device was returned in good visual condition and with a reload loaded in the device. The device was noted to have the firing mechanism damaged. No functional test could be performed, however the returned reload was tested for functionality with a test device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device was disassembled to verify the condition of the internal components and the firing shuttle spring was found disengaged, not allowing the firing mechanism to properly function. However, the device closed and opened properly during testing. While no conclusion could be reached as to how the firing shuttle spring became loose; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).